Event description:
Surgeon implanted a lens. The lens tore upon insertion into the eye. The lens was removed in pieces without enlarging the incision. It was unk what cause the lens to tear. The injector model that was used was a msi-pf and the cartridge model that was used was a spc-25 fp. The facility was unable to provide the injector and cartridge lot numbers.